Event description:
On (B)(6) 2016 the lay user/patient representative (nurse) contacted lifescan (lfs) USA, alleging that the patients onetouch ultra 2 meter was reading inaccurately high compared to her doctors meter. The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The reporter stated that the alleged meter issue began at approximately 10.41 am on (B)(6) 2016. The patient manages her diabetes with insulin (unknown type; self-adjuster). The reporter alleged obtaining inaccurate high results of ¿530 mg/dl¿ (10:41 am (B)(6)), "546 mg/dl" (11:05 am (B)(6)) and "539 mg/dl" (11:15 am (B)(6)) compared to her doctors continuous glucose monitoring (cgm) device reading of 108 mg/dl (12:58 pm (B)(6)). Lifescan does not consider this to be a valid comparison. It is not known what action, if any, the patient took in regards to her usual diabetes management regimen in response to the alleged issue. The reporter denied that the patient developed any symptoms as a result of the alleged issue. At an unknown time following the alleged meter readings on (B)(6) the patient attended an emergency room where she received an unknown treatment by a healthcare professional. At 12:58 pm on the same day her blood glucose was measured on her doctors (cgm) device with a reading of "108 mg/dl." During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and that they had not expired nor exceeded their discard date. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.